Event description:
It was reported that during the procedure, the physicians requested a 200 micron fiber at settings of 8hz, 5.6w and 0.7 joules and after a short time had operating staff increase to 8hz, 8w and 1.0 joules. The aim beam was left at default setting without comment from the physicians. The fiber did not seem effective and the physicians discovered that the fiber had cracked and energy was 'leaking' under the wet towel against the drape but without any negative outcome. The fiber was replaced with another 200 micron fiber and the physician lased effectively for a long time before deciding that the fiber was "not doing its job". When the fiber was removed and inspected it was noted that "the tip had deteriorated". The procedure was completed using a 273 micron fiber. Patient outcome: "no patient or operator injury resulted from the fiber break". This report is for the first fiber.

Manufacturer narrative:
Initial reporter has informed ams that the customer disposed of the devices and therefore the following information is not available.